Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient's leads became dislodged. It was reported that the patient "had to go back and there were many complications after". The right atrial (ra) lead was removed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.